Manufacturer narrative:
The illuminator probes have been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4).

Event description:
The nurse reported that 3 illuminator probes burnt when they came in contact with blood. The surgeon switched out the illuminator and was able to complete the case as planned. No patient harm was reported. The patient condition is good.